Event description:
On april 19, 2010, the lay user/pt contacted lifescan (lfs) alleging that his one touch ultralink meter was reading inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. On the evening of (B) (6), 2010, the pt reported that she obtained a message of "high glucose" with the subject meter. Per the onetouch ultralink owner's booklet this message appears when the meter detects a result over 600 mg/dl. The pt stated that she is on an insulin pump. In response to the alleged message, the pt claimed she administered an unspecified amount of insulin (type unk). Approx 45 mins later, the pt reported feeling sweaty, shaky and then "passed out." The pt claimed a relative treated her with food and/or drink. The pt denied testing at the onset of symptoms. The pt also reported that on an unspecified date/time, she obtained blood glucose readings of "519 mg/dl" with the subject meter and "319 mg/dl" on another device (another onetouch ultralink meter), performed less than 30 mins apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of<=30% and/or <=30 mg/dl. It is not known if the pt made any changes to her diabetes regiment as a result of the alleged issue. At the time of troubleshooting, the cca noted that the pt was using the correct testing technique and that the test strips appeared in good condition. The cca walked the pt through a control solution test and documentation that the control result fell within the specified control solution range. Replacement products were sent to the pt. This complaint is being reported because the pt claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.